Event description:
I purchased an elevare plus medical skin device for nearly (B)(6) from ocean beauty (an authorized reseller of elevare) at a show in (B)(6) in (B)(6) 2018. I immediately got home and registered my product with elevare. The reason I purchased this unit is because the demonstrator unit worked immediately and showed instant results in my frown lines. I got the newly purchased unit home and started using it as instructed. However, not only did I not get the same result as the demonstration unit, it has been 2 years and there is no improvement whatsoever in my frown lines or elsewhere on my face that I have used this product. I contacted elevare customer care early on because I thought maybe I had a bad unit and was told simply, "if the red light is on, the device is working." I was also told it could take up to 6 weeks to see results. I continued using the product as instructed. Within a few months of purchase, contacted the reseller's consultant via email and she gave me some tips and tricks. Still no result. A few months later, she authorized an exchange as they have a no refund policy. The new unit hummed when the red light was on but still came up empty on the results. I contacted the consultant again and again for assistance and while she was very gracious, nothing helped. The last time I contacted her was for a refund and she stopped responding to me. I contacted elevare customer care again and was told "it can take up to a year to see results." I eventually paid a fee to exchange the unit under warranty thru elevare and yet again, got a unit that hasn't produced any results in my skin whatsoever. What concerns me is three fold: why, if the demonstration unit produced instant results, did the unit I purchase not operate in the exact same manner as the demonstrator?; and why is elevare customer care telling people it can take "up to 6 weeks" to see results and then "up to a year"?; and the reseller has a no refund policy for a reason. They know this is a scam and that these units they are selling don't work. This was an authorized reseller, so they must be getting their stock from elevare directly. That is why I am filing this complaint against elevare. They are selling product thru resellers that just flat out don't work. I am now out nearly (B)(6) with nothing to show for it. I would like my money back. FDA safety report ID# (B)(4).